Manufacturer narrative:
A visual and microscopic analysis showed signs of wear, damage and burnishing on the face gear of the body and the inclination set and the fracture surface of the inclination set screw indicating movement of the two parts against each other over an unknown period time. It is inconclusive what may have caused the incident.

Event description:
It was reported that a revision surgery was performed due to implant fracture.